Event description:
Information received from the field notes that the device exhibited phantom programming on several occasions. Prior to the second occasion, the patient had foot surgery and a carotid endarterectomy procedure. The patient was not pacemaker dependent and follow-up will continue.